Manufacturer narrative:
Concomitant medical products: v-tox, cage, plate screws (implant: (B)(6) 2009). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with preoperative diagnosis of cervical spinal stenosis, c5-6, c6-7, with herniated disk at c4-5. The patient underwent anterior cervical discectomy and fusion c4-5 with cervical corpectomy at c6 and foraminotomies at c5-6 and c6-7, bilaterally. There was a medtronic peak cage was placed in the c6 corpectomy, 14mm wide x 22 mm long. There was polyetheretherketone cage placed in the c4-5 disk cage. A cage packed with bone graft and v-tox was placed within the space 14mm wide and then a plate was placed over the top of the entire construct from c7 up to c4. Screws were placed, two cephalad into c4, one into c5 in the middle flat and two into c7. The screws locked onto the plate using the locking device. On 10 days post-op: the patient presented with back/having fevers at night. Patient underwent x-rays which were interpreted as ¿status post fusion from c-4 to c-7, with corpectomy at c-6.¿ seventy-one days post-op: the patient as seen for follow up and assessed with mononeuritis leg, cervicalgia and lbp. Patient underwent x-rays which were interpreted as ¿status post acdf and cervical colpectomy and fusion of c4 down to c7.¿ on 155 days post-op: the patient presented with neck pain. Patient assessed with cervicalgia. On 178 days post-op: the patient was seen for radiology and CT-scan examination. Imaging interpreted as: "post c4-c5 through c6-c7 anterior fusion; mild spinal canal stenosis at c5-c6 and c6-c7 secondary to uncovertebral spondylosis; no neural foraminal stenosis; successful lumbar puncture and myelographic injection in preparation for a CT myelogram of the cervical spine.¿ on 190 days post-op: the patient underwent follow up cervical CT myelogram. Patient assessed with coagulation factor deficiency syndrome and pseudoarthrosis. On 193 days post-op: the patient presented with emg report for procedure cervical spondylosis. The electrodiagnostic study demonstrates axonal slowing consistent with proximal process such as cervical spinal stenosis primarily involving the c4-6 level. In addition, there appears to be superimposed diabetic neuropathy of mild degree. On 203 days post-op: the patient presented with preop diagnosis of foraminal stenosis c5-6 and c607 on the right, there was non union at that level. The patient underwent foraminotomy at c6-7 on the right.